Event description:
Philips received a complaint on the patient information center ix indicating that they are not getting audio alarms on station. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) reached out to get more information and was told by the customer that the issue was resolved. No other information was provided. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.